Event description:
Pt reported when he gives more than 9.0 units of insulin via the infusion device then he notices the self-adhesive is wet. Pt stated, he thinks the needle of the infusion set is leaky between the needle and the self-adhesive. Pt reported, he has no hardening under the skin. Pt stated, he experienced no incidents and no health problems. Pt reported, he did experience an elevated blood glucose level of 262 mg/dl, took correction via the infusion device and was able to get his blood glucose level under control. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.